Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call moisture damage and constant tone anomaly on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting was performed. Customer advised the insulin pump did not work after water from a cooler went inside the device. Customer advised the insulin pump had a constant tone and the issue remained unresolved. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The customer's weight information with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer's weight information has been changed to 195.

Manufacturer narrative:
Device received with frozen screen and constant audio alarm due to moisture damaged electronic assembly. Also moisture damage motor and vibrate motor during visual inspection. Unable to perform operating current test, unexpected restart error test, self test and displacement test due to frozen screen.